Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient did not know the serial number of their ins. The patient said she had her ins put in 2015. The device registry shows the patient's last device was implanted in 2006. The patient read from her ID card that serial number of her ins is (B)(4). She then read (B)(4). The patient could not confirm the model or serial number of her device. She said the recharger looks like a speaker, but could not provide the model #. The patient was very confused. It was suspected that the patient might have a competitor's device, but could not confirm. The patient reported she wants her device explanted. The patient has not used it in years. The patient does not having a managing healthcare provider (hcp). The patient noted a lot of hcps do not want to see the patient until the device is taken out. The patient stated she was not using the device because it was not doing her any good and she stopped using it. The patient stated it stopped helping her on (B)(6) 1996. The patient stated she started feeling stimulation again 2-3 weeks ago or more. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2020. They reported that they had quit using their stimulator a year ago because it wasn't doing what it should; it wasn't helping their pain. They reported they don't have a doctor managing their device and requested assistance. No further complications were reported or anticipated.